Event description:
A doctor alleged that a patient's crown had debonded approximately (4) years after placement with either the macem or maxcem elite product.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor reported that he had placed a temporary crown for the patient; however, the date of the visit was not provided. The doctor reported that at the time of placement for the temporary restoration, the patient was doing fine. Although the doctor identified maxcem as the brand of dental cement he had used, he could not verify whether it was the original maxcem formulation or the current maxcem elite formulation of the product. No product was returned and no lot number was provided; therefore, no further evaluation can be conducted.